Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a sound error, and the loudspeaker was defective. The following functional tests were performed: the field service engineer (fse) went onsite and found that the loudspeaker made no sound and did not work. The fse determined that the loudspeaker was defective and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that no sound was coming from the loudspeaker of the intellivue multi measurement server x2. The device was in use on a patient at the time of the reported issue. No adverse event was reported.